Event description:
It was reported by the aci vascular closure specialist that a patient underwent an interventional coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that a hematoma (size unknown) was noted prior to the patient leaving the cath lab. The patient was sent to his room where the hematoma "continued to grow." A femostop was placed "early" in the morning of (B)(6) 2013. The patient received a blood transfusion. The patient remained hospitalized. No further information is available at this time.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. Review of the lhr (lot f1325903) indicated that the device lot met all established performance criteria prior to shipment.